Manufacturer narrative:
The device was returned and an evaluation is pending. Upon conclusion of the investigation, a supplemental report will be submitted with a summary of the results.

Event description:
The complainant reported a 64-year-old female patient had been implanted with an impella 5.5 for bridge to ventricular assist device (vad)/transplant. When the nurse attempted to change the purge cassette, the automated impella controller (aic) would not detect the new purge disc. Therefore, the aic was exchanged, and the problem resolved. There was no reported patient harm.

Manufacturer narrative:
The investigation into automated impella controller (aic) - purge disc/flag issues has been completed. The data logs from the reported occurrence date confirmed that the console issued the purge disk not detected alarm numerous times. The console was tested and the issue with properly detecting the purge disk was reproduced and the purge disk flag was confirmed to be broken. The root cause of this issue is a broken/missing purge disc detect flag. The following have been reported incorrectly or missing from manufacturer device report 1220648-2023-04965.